Event description:
A report was received that the patient was experiencing numbness and weakness on the legs following a revision procedure. The physician believed that the event was procedure related due to too much pressure on patient's cord and a lot of scar tissue had been dug. The patient underwent an explant procedure and was reportedly doing well postoperatively. The strength and mobility of the lower extremities had returned to normal levels.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility.